Event description:
(B)(6) 2022, hcp reported patient had molded pdo thread implanted on (B)(6) 2022 and on (B)(6) 2022, the patient had a thread poking under the skin at the endpoint. A portion of the thread was removed with needle nose tweezers. According to hcp, the thread had an irregularity at 4.5cm. (B)(6) 2022, our company sales representative informed hcp confirmed the patient was doing well.